Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Puncture - mouth [mouth injury]. Piece of metal broke off toothbrush [device breakage]. Piece of metal broke off in mouth - caused puncture [injury associated with device]. Case description: a consumer of unspecified age and gender reported that a piece of metal from an oral-b brushhead, version unknown broke off in her mouth while used with an oral-b 3d white action rechargeable toothbrush. As a result, the consumer sustained a puncture. The case outcome was unknown. No further information was provided.